Event description:
It was reported by service report that the side rail was broken and unable to latch up. Corner covers are broken exposing sharp edges. No pt involvement or adverse consequences are reported.